Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
In 2007, the patient was implanted with five gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2009, the patient received computed tomography angiography's of the abdomen and pelvis that revealed a proximal type I endoleak. On the following month, a reintervention was performed where a 26mm cook cuff was placed which resolved the type I endoleak. The patient tolerated the procedure.